Event description:
The customer reported the device would not power on. The manufacturers field service engineer (fse) confirmed the reported problem and replaced the power supply. The customer reported no patient involvement, no patient harm. The device passed all manufacturers applicable final testing.

Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue.

Manufacturer narrative:
Supplemental report